Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a beep anomaly on their insulin pump. It was found the customer's insulin pump had intermittent beeps with no message alerts. The customer's blood glucose was 183 mg/dl. Customer was advised their insulin pump was designed to beep intermittently during certain times. No additional information provided.